Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18779. It was reported the patient experienced ineffective cervical stimulation. The patient underwent surgical intervention on (B)(6) 2013 and the patient's 2 cervical leads were disconnected from the ipg, but not explanted and 2 additional leads were implanted. The patient reported effective stimulation coverage postoperative.